Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. Customer stated he sleet last night with blood glucose 160 mg/dl but she was woken up with 238 mg/dl, they took bolus and slept again but woke up with 408 mg/dl. Customer declined to continue troubleshooting. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer stated insulin exited at the quick release. Customer states the cannula was not bent. Customer completed the rewind and load reservoir process during the set change. It was unknown if customer used auto mode feature at the time of event. The insulin pump will not be returned for analysis.